Manufacturer narrative:
G4:13oct2020. B4:19jan2021. The service technician replaced the data acquisition (da) board due to pressure auto zero observed in the diagnostic report. The replaced da board resolved the issue. After this repair the device passed all testing. G4:16jan2021. B4:19jan2021. Failure analysis on the returned data acquisition (da) board shows that there was no fault found. Failure investigation could not replicate the reported problem. No errors occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20oct2020.

Event description:
The service technician reported that while testing was being performed in the sales office, "check vent: machine pressure sensor auto-zero failed" alarm occurred. The service technician sent the unit to the service center for service repair. The service technician reported that the unit was not in use on a patient. The issue was discovered in the sales office.